Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-23-us, serial/lot #: (B)(4), ubd: 28-mar-2020, UDI#: (B)(4). Product analysis: the dcs was discarded and the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into an existing 19 mm medtronic surgical valve, during deployment the nosecone on the delivery catheter system (dcs) was stuck on the inflow portion of the valve and could not be retracted. The physician attempted to center the nosecone by pulling the non-medtronic guidewire back and also tried twisting the dcs, but the nosecone remained stuck on the inflow portion of the valve. While tugging slightly to remove the nosecone from the left ventricle, the lip of the nosecone dislodged the valve. A snare was used to position the valve above the sinotubular junction in the ascending aorta. Subsequently, a second valve was successfully implanted valve-in-valve. No additional adverse patient effects were reported.